Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 540-541 mg/dl. Suspected cause was due to the pump not delivering the correct amount of insulin; however, this was not confirmed as the system checked showed no insulin delivery issues. The customer visited a healthcare provider who advised the customer to administer manual injections to address the event. No injuries were sustained during this event.